Event description:
On november 14, 2007, the distributor reported three (3) patients developed condrolysis in their shoulders. The distributor reported that all three (3) patients were using the ambit pump, the surgeries were last april.

Manufacturer narrative:
On november 14, 2007, the distributor reported three (3) patients developed condrolysis in their shoulders. The distributor reported that all three (3) patients were using the ambit pump, the surgeries were last april. On november 16, 2007, the distributor reported three (3) patients developed condrolysis in their shoulders. The distributor reported that one (1) patient was using the ambit pump, and the other two (2) patients were using the I-flow pump. The distributor reported the doctor ; the distributor indicated he would supply us with the doctors contact information. On november 21, 2007, the distributor indicated he would supply us with the doctors contact information. On november 26, 2007, the distributor indicated he would supply us with the doctors contact information. On november 27, 2007, the distributor reported the doctor and supplied us with a contact number. On november 30, 2007, tried to contact the doctor, the number was no longer in service. On november 30, 2007, looked up a contact number for the doctor on the internet. On december 4, 2007, called the doctors office; no answer, left a message. On november 7, 2007, called the doctors office; during this call determined that this was not the correct dr.